Manufacturer narrative:
One opened vitrectomy pak with a probe inside, with band paper intact, was received for the report of no cutting performed. The returned sample was visually inspected and found to be conforming. The probe was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and one other location along the inner cutter. Wear marks were also observed at a couple locations along the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The o-ring in the needle holder was visually inspected and found to have no damage and adequate lubrication. No adhesive was observed on the inner cutter. The complaint evaluation confirms that the returned probe sample had a cut failure, and also indicated that the probe had an actuation failure. The most likely cause for the cut failure is the observed gouges to the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact root cause of the actuation failure cannot be determined from the evaluation performed. An exact root cause for the cut and actuation failures could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Non-conforming product is removed from the lot. The inspection includes an inspection of the inner cutter for damage. No adverse event was reported with the reported customer complaint. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of there was no cutting performed with the probe, however, aspiration was working; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe did not cut with aspiration functional during a procedure. The probe was replaced and procedure was completed with no patient harm.